Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was blocked, jammed and heavy moving. It was also noted that the device failed pre-test for general condition, trigger test, trigger and electronic control unit function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and/or drop damage which caused damage to the trigger and control unit. This was further classified as user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device trigger was jamming. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.